Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 355401 was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. An improper technique was identified in the complaint. This could not be ruled out as a cause for the complaint. The patient did not provide any inr values. It is not possible to verify if a discrepancy exists without this information. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient was prompted to call alere after receiving the inratio voluntary withdrawal notification. The patient reported inratio inr results "varying above and below therapeutic range" more than 1 year prior to report date. The varying of results occurred for 2-3 years but exact test results are not available. No information on confirmatory testing is available. Therapeutic range: 2.0-3.0. The patient reported constant warfarin dosage adjustments based upon the inratio inr results during this time. The patient experienced approximately 4-5 blood clots each year over the span of 2-3 years. Additionally, the patient experienced swelling in right leg and sometimes clot would go into lung. During these events, the patient would be hospitalized for 5-8 days before being sent to a short-term care facility. During hospitalizations, the patient would undergo bloodwork, receive dilaudid (4cc the first day and through a pump after), receive hemin infusions, and receive other unspecified treatments. The patient has rare condition porphyria and reported treatment with dilaudid and hemin infusions may be in response to conditions. The patient was switched from warfarin to xarelto and reports no blood clots or other issues related to the inr following medication change. The patient reported possibly milking the finger and not immediately applying sample to test strip.